Event description:
A caller reported an issue with incorrect pump time settings. There was no adverse impact to the customer's blood glucose level. Customer technical support assisted the caller in updating the pump time and advised them to monitor the situation, instructing the caller to follow up if the time discrepancy occurred again. The caller understood and acknowledged these instructions.